Event description:
The procedure was completed successfully with no surgical delay. No further medical intervention was required. There were no adverse patient outcomes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported that the patient had undergone osteosynthesis with tfna for a proximal femur fracture on (B)(6) 2023. The patient was readmitted to the clinic on (B)(6)2023 with a dislocated femoral neck blade without new trauma. Due to the dislocation of the femoral neck blade of the tfna, the patient experienced immobilizing pain and a bony defect in the acetabulum. A revision and change to htep was indicated. Intraoperative visualization of the implant revealed a defect in the locking mechanism of the blade, which is supposed to prevent rotation of the nail. This report involves one10mm/130 deg ti cann tfna 235mm/left - sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A2: patient's year of birth is 1936. E3: reporter is a health authority. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the component "deg lock prong assembly" was fond broken inside the tfna fem nail ø10 le 130° l235 timo15, the broken condition causing that the helical blade cannot be lock. A dimensional inspection was not performed due to post manufacturing damage. The functional test cannot be performed due to the device was received damaged, however the assemble allegation can be attributed to the broken condition. The complaint condition was able to be replicated. The overall complaint was confirmed as the observed condition of the tfna fem nail ø10 le 130° l235 timo15 [04.037.045s/900p663] would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.¿ as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history record (DHR) review conducted: manufacturing location: monument manufacturing date: 13-jul-2022 expiration date: 01-jun-2032 part number: 04.037.045s, 10mm/130 deg ti cann tfna 235mm/left ¿ sterile lot number: 900p663 (sterile) lot quantity: (B)(4) one piece was scrapped in cell, after a machine malfunction. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 863p719 lot quantity: (B)(4) one piece was scrapped, final inspection, for an unacceptable surface finish-dings/scratches. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet met all inspection acceptance criteria apart from the one piece noted. Part number: 04.037.942.2, lock prong, 130 degree, tfna static locking prong lot number: 851p613 lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00 bp80 lot number: 593p083 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report dated 03-feb-2022 was reviewed and determined to be conforming. Lot summary report dated 23-may-2022 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.